Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and uterine haemorrhage to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy and thyroidectomy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010. Concurrent conditions included morbid obesity, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis leg, hypothyroidism, swelling nos, pain in extremity, palpitation and uterine enlargement. Concomitant products included enoxaparin sodium (lovenox) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 23 days after insertion of essure, the patient experienced pelvic pain ("pain"), abdominal pain ("pain: abdominal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, allergy to metals, ovarian cyst, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, menorrhagia, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. She was ordered an ultrasound of the venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy and thyroidectomy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010. Concurrent conditions included obesity, unspecified, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis leg, hypothyroidism, swelling nos, pain in extremity, palpitation and uterine enlargement. Concomitant products included enoxaparin sodium (lovenox) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 23 days after insertion of essure, the patient experienced pelvic pain ("pain"), abdominal pain ("pain: abdominal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, allergy to metals, ovarian cyst, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, menorrhagia, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. She was ordered an ultrasound of t:he venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding." Most recent follow-up information incorporated above includes: on 5-jun-2018: reporter information was added. This case concerns 40 year old patient. Following events: abnormal bleeding (menorrhagia/ vaginal), depression, mental anguish and pain: abdominal areas were added. She was recovering from the following events: pain: abdominal area, pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000;(B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy, thyroidectomy, uterine leiomyoma and grand multiparity. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010 and orthocept from 1999 to 2009. Concurrent conditions included morbid obesity, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis leg, hypothyroidism, swelling nos, pain in extremity, palpitation and uterine enlargement. Concomitant products included paracetamol (acetaminophen) since 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("pain: abdominal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"), 23 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, allergy to metals, ovarian cyst, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. She was ordered an ultrasound of t:he venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding." Most recent follow-up information incorporated above includes: on 31-mar-2021: medical record received. Reporter information and medical history was added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000;(B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy, thyroidectomy, uterine leiomyoma and grand multiparity. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010 and orthocept from 1999 to 2009. Concurrent conditions included morbid obesity, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis leg, hypothyroidism, swelling nos, pain in extremity, palpitation and uterine enlargement. Concomitant products included paracetamol (acetaminophen) since 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("pain: abdominal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"), 23 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, allergy to metals, ovarian cyst, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. She was ordered an ultrasound of the venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding." Lot number: 806700 manufacturing date: 2010/11 expiration date: 2013/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy and thyroidectomy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010. Concurrent conditions included obesity, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis, hypothyroidism, swelling, pain in extremity, palpitation and uterine enlargement. Concomitant products included enoxaparin sodium (lovenox) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal/ tow or three times per week/ severe"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, ovarian cyst, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. She was ordered an ultrasound of t:he venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events nickel allergy, pain, abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1997; (B)(6) 2000; (B)(6) 2009; (B)(6) 2011), ovarian cystectomy, endometrial ablation, knee operation, hernia repair, depression, ovarian mass, right oophorectomy and thyroidectomy. Previously administered products included for an unreported indication: birth control pills from 1999 to 2010 and orthocept from 1999 to 2009. Concurrent conditions included morbid obesity, anesthesia, menorrhagia, venous thromboembolism, leiomyoma nos, deep vein thrombosis leg, hypothyroidism, swelling nos, pain in extremity, palpitation and uterine enlargement. Concomitant products included enoxaparin sodium (lovenox), paracetamol (acetaminophen) since 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("pain: abdominal area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury") and anxiety ("mental anguish"), 23 days after insertion of essure. On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy unila, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, allergy to metals, ovarian cyst, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 63.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. She was ordered an ultrasound of t:he venous doppler, which revealed dvt and she was directly admitted. Concerning the injuries reported in this case, the following one were reported via medical records confirming events ovarian cyst, abnormal uterine bleeding." Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events were added: bladder problems, urinary problems. Event outcome were added. And reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.